Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrilator (ICD) was re-programmed to mitigate asystole greater than 2 beats/seconds. It was thought that the patient would benefit from activating the rate smoothing feature based on the presenting arrhythmias.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.